Event description:
It was reported that t1 and t2 deployed at the same time. There was no significant delay or patient injury reported.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device returned. The complaint reported: ¿simultaneous deployment¿. T1, t2 and suture were not returned. The delivery needle is quite bent, bowed and slightly twisted. The device no longer retracts due to the disfiguration.